Event description:
It was reported that during a da vinci s prostatectomy procedure, the customer experienced system error code 23 and the led on one of the patient side manipulator (psm), arms illuminated red. The site attempted to repair the system by performing several troubleshooting techniques including restarting the system, however, the system was not able to complete start-up. The surgical staff made the decision to convert to open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code 23 was associated with the remote arm controller (rac) and/or the embedded serilizer for setup joints (essj). The rac consists of five printed circuit assembly (pca) boards which operate together to provide control of the system arms. The essj gathers position information and sends this information as serialized data to the rac. The system was repaired by replacing the affected rac and essj. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23 is reported by software to denote communication faults in the low voltage differential signal carrying information about the psm. In the event of these communication issues, the system records the fault and transitions to a safe state. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.